Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to b5 and h10 from the initial medwatch. The following correction to h10 from the initial medwatch as follows: the customer's complaint ("too dark to see the endoscopic image¿) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported failure was not confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction: the reported issue occurred during a diagnostic bronchoscopy with endobronchial ultrasound (ebus) procedure.

Event description:
The customer reported to olympus, it was too dark to see the endoscopic image of the evis exera iii xenon light source. The issue was found during a therapeutic bronchoscopy in an endobronchial ultrasound procedure. There was an approximately 15 minutes delay while the patient was under anesthesia. The patient¿s pre-existing condition at the time of the event was lung nodules. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿too dark to see the endoscopic image¿ was confirmed. The device evaluation found no faults. Worn-out socket slider switch caused intermittent use of high intensity mode. The light control was functioning ok. Iris was able to adjust manually and automatically in their respective mode. Brightness was ok. The olympus lamp life meter was reading below 50 hours. Light intensity output measured within range. Also, deep scratches on the top cover with the metal exposed. Small dents and minor fracture on the front panel mouth did not affect the functionality of the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.